Manufacturer narrative:
(B)(4) date sent: 07/23/2021 d4: batch # 187a05 analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was returned sterile with no apparent damage. The sterile package was examined for visual inspection and was found that a ntlc75 device was received inside the sterile package. However, tyvek artwork and box of the returned device belongs to a ntlc55. This defect has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of our quality process, the manufacturing records of this lot/batch and were reviewed, and the manufacturing standards were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the packaging contained ntlc75 instead of ntlc55. No harm to patient.